Manufacturer narrative:
Concomtiant product: product ID 8711, lot# j11021r42, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal symptoms two days prior to the date of this report. These symptoms included the patient feeling hot and cold and she was not able to keep anything down. The patient did go the emergency room to have her pump read but she was sent home as telemetry was not performed. The patient had heard her pump alarm one day prior to her reported symptoms. The pump alarmed every 10 minutes with six beeps. The patient¿s next refill was (B)(6) 2013. Her most recent telemetry strip noted her low reservoir alarm date as (B)(6) 2013. The patient was provided with a physician listing as her managing physician was in montana. This device system delivered bupivacaine and dilaudid. It was further reported that telemetry via the event logs had confirmed that the pump had stalled with no recovery noted. The event log noted that on (B)(6) 2013 the stopped pump period may exceed tube set occurred with the motor stall having occurred on (B)(6) 2013 at 04:41. Reportedly, the patient did not have a magnetic resonance imaging (MRI) scan nor near any kind of devices that would make the pump stall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported the patient had pneumonia and was unable to have the pump replaced and now the health care provider was unable to contact/reach this patient.